Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left circumflex (cx). A 4.5x8mm nc trek neo balloon dilatation catheter (bdc) was prepared with no noted issues, and advanced to the lesion, through resistance, to dilate the lesion; however, during the second inflation the balloon was noted to rupture at 8atms. Therefore, the bdc was removed and replaced with a new nc trek bdc and the procedure was continued. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.